Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. Sc-3400-30/421639: device evaluation indicated that the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. The lead splitter passed all the required tests. Device exhibits normal device characteristics. Sc-3400-30/499402: device evaluation indicated that the high impedances were not confirmed. Despite the damaged proximal end, the lead splitter was inserted into a test ipg and it passed the impedance test. Visual inspection of the lead revealed that the proximal end was fractured between contacts #7 and 8. No cables are exposed at the fracture site. A DHR review confirmed that no anomalies were detected during manufacturing and inspection.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the leads were no longer functioning and contacts have stopped working. The patient will undergo a revision procedure wherein the entire system will be replaced. Device malfunction was suspected due to the broken leads.

Manufacturer narrative:
Additional information was received that the patient's leads were fractured and contacts were lost on both arrays. It was confirmed via impedance check.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the leads were no longer functioning and contacts have stopped working. The patient will undergo a revision procedure wherein the entire system will be replaced. Device malfunction was suspected due to the broken leads.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: cs-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the leads were no longer functioning and contacts have stopped working. The patient will undergo a revision procedure wherein the entire system will be replaced. Device malfunction was suspected due to the broken leads.

Manufacturer narrative:
Additional information was received that the patient's leads were fractured and contacts were lost on both arrays. It was confirmed via an impedance check. There were no exposed wires on the leads.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the leads were no longer functioning and contacts have stopped working. The patient will undergo a revision procedure wherein the entire system will be replaced. Device malfunction was suspected due to the broken leads.